Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). The device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. Functional testing was performed on the loading mechanism and the device passed electrostatic discharge tests. During visual inspection, the wheel was observed to be broken, which confirmed the risk of the machine tipping over. The wheel was replaced to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of a prismaflex 8 machine was observed to be broken during movement of the machine before use. The device was ¿hard to make stand straight¿ and was at risk of tipping over. There was no patient involvement. No additional information is available.